Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2007 a monarc subfascial sling was implanted in the plaintiff to treat her cystocele and stress urinary incontinence. The plaintiff's attorney alleged that, as a result of the implant, the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, urinary incontinence, infection, erosion of her internal bodily tissue, dyspareunia and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, medical treatment and has sustained permanent injury." It was also alleged that the plaintiff's "injuries will result in some permanent disability to her person."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.